Event description:
Additional information received reported that a revision had not been done. The reporter stated that the very last effort to reprogram the device was successful and the patient was happy enough with the results that the revision was cancelled indefinitely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va005rs, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was experiencing urinary symptoms; he was going to the bathroom "every hour." The patient was unable to get a connection between the patient programmer and the implantable neurostimulator (ins). Later that day it was reported that the patient had an appointment to meet with his physician the same day of the report. About three weeks later it was stated that the reporter believed the patient was scheduled for a revision. Further information has been requested. If more information is received, a follow up report will be sent.